Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted throughout the cartridge and infusion set tubing. The customers blood glucose level was not impacted. Reportedly, the customer did not remove the air from the cartridge prior to filling the cartridge with insulin. The customer was advised to load a new cartridge.